Event description:
Alleged the siderail would not latch in the raised position.

Manufacturer narrative:
The hill-rom technician indicated the siderail would not latch in the raised position. The hill-rom technician found the siderail latch was broken. The siderail latch was replaced to repair the bed.